Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. On an unspecified date, it was reported that an unspecified volume of solution leaked during manual filling of the vial at the user facility. The customer contact reported that the vial was being filled with unspecified volumes of dilaudid 0.2 mg/ml and normal saline when solution leaked from the proximal end of the injector near the blue stopper in the vial. The vial was replaced and the filling was resumed. Though requested, no add'l info was provided.